Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2014, and the x-rays show a broken screw. A surgical procedure is planned for (B)(6), so the info about the ref. And lot will be available.

Manufacturer narrative:
Concomitant medical products: catalog# 03821740, lot# a84178. Visual inspection; device history review; complaint history review; risk assessment. Screw main body fracture was confirmed via visual inspection. The initial surgery was reported to be in 2014, meaning the screw was implanted for a period of 2 years. No relevant manufacturing issues were identified as all units met specifications. The most likely cause of the event is multifactorial.

Event description:
It was reported that the patient underwent a surgical procedure on 2014, and the x-rays show a broken screw. A surgical procedure is planned for (B)(6), so the info about the ref. And lot will be available.